Manufacturer narrative:
The ear, nose & throat (ent) coordinator at the site reported that the system was not tracking certain instruments even when the instrument tracker was changed out it still kept the last instrument under that tracker as the one registered. Correction: evaluation codes provided. As previously reported the system checked out fully functional and the issue appears related to operator technique regarding emitter placement. The instructions for use (IFU) that accompanies the device contains the following instructions regarding emitter placement, "position the emitter about 20 cm above the table pad and about 20 cm from the center of the patient¿s head. As a general rule, the space between the patient¿s head and the emitter face should be approximately equal to the width of your fist." A review of the complaint history on this system found no other incidents.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the navigation system was intermittently tracking. The surgeon continued the procedure, however, was concerned why the issue occurred. In trouble-shooting, verified there was no metal in the field and re-positioned the emitter which restored normal function for a while, then went in and out. Although normal tracking was restored, it was noted that the surgeon wanted to ensure normal function in future procedures. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site the next day and covered two subsequent procedures with no tracking issues. It was noted that the site staff thought it likely this issue was due to the surgeon placing the emitter too far away from the patient. Return requested. No parts have been received by manufacturer for analysis.